Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a triathlon total knee replacement, the size 6 triathlon femur was opened by the scout onto the sterile field to the scrub nurse, the scrub nurse immediately inspected the implant before placing on insertion device, a small scratch/mark approximately 5mm long was noticed on the medial (right) femoral condyle. A new femoral implant was available and opened to replace scratched one.